Event description:
During post-dilation of a wallgraft stent in the right common iliac artery, the balloon burst longitudinally at three atmospheres. Stent length and vessel characteristics were not available. The product was noted to have appeared perfect in pre-use inspection and the product was prepped per IFU with no anomalies noted. There were no adverse effects to the pt noted. The product has been returned for evaluation and testing. However, the engineering evaluation has not been completed.